Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2, see 1920664-2014-00174.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter did not move, but did aspirate which pulled on the vitreous body. There was no pt injury reported.